Event description:
It was reported that the programmer's cursor deviated autonomously. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer's cursor deviated autonomously after the software update. During incoming inspection no autonomous movement of cursor and no autonomous activation of on-screen features were observed. It was noted that he upper and lower bullets were worn out. It was further reported that the sliding rails left and right from the keyboard cover plate were broken. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.